Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the (B)(6) of peritonitis in a patient coincident with dianeal pd2 unknown therapy for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced peritonitis manifested by abdominal pain and cloudy drain and was hospitalized on the same day. The cause of the peritonitis was not reported. On an unreported date, the patient received remedial treatment with ceftazidime 2.5 grams ip and cefazoline 1.5 grams ip (frequencies not reported). It was not reported if treatment was ongoing at the time of this report. The outcome of the event and action taken with dianeal therapy were not reported. Medical history and concomitant medications were not reported. The reporter did not provide an opinion of causality. Follow up information was obtained on (B)(4) 2011: on (B)(6) 2011, the patient's peritoneal dialysis catheter was removed at the (B)(6) and an intra-jugular catheter was inserted. On an unreported date, dianeal therapy was withdrawn and the patient started hemodialysis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.